Event description:
The external pulse generator was returned with a label that read "defective do not use." Information also indicated that it was to be used as a trade-in device. The generator was returned to service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Device was ran in environmental chamber and after 48 hours no anomalies were observed. Analysis found the upper and lower cases were broken. (B)(4).